Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that the hcp removed the pump and catheter today. His incision over the pump opened up some time last week. The patient was then lowered in dose and the explant was planned. He was lowered them converted to oral baclofen only. The full system was explanted today. The patient would heal for 6 months to a year then the need for a new implanted pump would be evaluated. At the time of this event, the issue had resolved and patient status was alive- no injury. The hcp refused return of devices. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Product ID: 8598a, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Analysis of the pump identified no anomalies. Analysis of the catheter identified coring/tears/cuts in the seal of the sutureless connector which met leak criteria as well as leaking past the barb on the connector pin of the catheter. If information is provided in the future, a supplemental report will be issued.